Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-02975 and 3005099803-2011-02980. It was reported to boston scientific corporation that two wallflex enteral colonic stents were used during a stent placement procedure within the splenic flexture portion of the colon on (B)(6), 2011. According to the complainant, during the procedure, the handle on the first wallflex enteral colonic stent (manufacturer report # 3005099803-2011-02975) detached from the catheter during an attempt to deploy the stent. The device was removed from the patient. A second wallflex enteral colonic stent (manufacturer report # 3005099803-2011-02980) was used; however, the stent would not deploy due to the catheter stretching. The physician eventually aborted the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be fine. This event has been deemed a MDR reportable event based on the investigation results, which indicate that the stent was returned partially deployed and there was a hole in the sheath.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed by approximately 95mm. The outer sheath was accordioned in appearance just distal to the handle and slight kinks were noted along the length of the device. A severe kink was noted at approximately 240mm distal to the handle and this kink was consistent with the end of the stainless steel shaft. Further examination of the outer sheath revealed a hole at this point. Functionally, attempts to complete stent deployment failed resulting in the complete break of the outer sheath where the hole was noted. The shaft of the device was then dissected proximal to the stent and the stent was able to be deployed distally. Examination of the deployed stent and the holder found no anomalies. There was no issue with the movement of the outer sheath after dissection. The inner shaft was removed from the outer sheath for examination and no anomalies were noted. The most probable root cause for this complaint is operational context as it is likely that anatomical or procedural factors encountered during the procedure may have hindered the devices' performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.